Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was scratched by the company handpiece during implant.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area. The lens is split from the edge toward the center of the optic. The opposite haptic is bent in the gusset area. The optic is pressed against a post in the lens case. The bent haptic is cracked in the gusset area. The lens was cleaned with lphse. Scratches are observed on the optic surface. Multiple cracks are observed on the optic. Marks are observed that are made in the shape of surgical instrument. Product history records were reviewed and the documentation indicated the product met release criteria. The reported scratches are observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was patient contact but no reported patient impact. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area. The lens is split from the edge toward the center of the optic. The opposite haptic is bent in the gusset area. The optic is pressed against a post in the lens case. The bent haptic is cracked in the gusset area. The lens was cleaned with lphse. Scratches are observed on the optic surface. Multiple cracks are observed on the optic. Marks are observed that are made in the shape of surgical instrument. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified company iii (d) cartridge was indicated. The lens is only qualified for use in the company ii b cartridge. The root cause for the reported lens damage appears to be related to a failure to follow the dfu. A non-qualified company iii (d) cartridge was indicated. The lens is only qualified for use in the company ii b cartridge. The use of non-qualified combination may lead to delivery issue and or damage. Information was provided that the handpiece plunger caused the lens damage. The manufacturer internal reference number is: (B)(4).